Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat grade 3-4 functional mitral regurgitation (mr). The first clip was implanted with no reported issue. During advancement of the second clip through the steerable guide catheter (sgc), some small, clotted material was observed in the left atrium. The clot was able to be suctioned from the patient without issue. After the suction was completed, the echocardiologist believed they observed a different clot in the left atrial appendage, so the case was discontinued. The physician believed the clot was related to the patient not being able to take heparin due to an allergy. The second clip was partially advanced into the sgc but never fully inserted or used in the patient. It was removed from the scg without use. Mr had been reduced to grade 1-2. After the case, the second observed clot was thought to be artifact on the echo and not an actual clot. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported thrombosis (clot) appears to be related to patient condition. Thrombosis is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.